Manufacturer narrative:
Internal complaint reference case (B)(4). Article: paediatric patient bleeding and pain outcomes following subtotal (tonsillotomy) and total tonsillectomy: a 10-year consecutive, single surgeon series, doi 10.1111/ans.16306.

Event description:
It was reported that on literature review ¿paediatric patient bleeding and pain outcomes following subtotal (tonsillotomy) and total tonsillectomy: a 10-year consecutive, single surgeon series ¿, after surgery with an evac 70 wand three patients had post-op bleeding type c requiring return to or. No further information is available.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted, a complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Insufficient product identification information was provided and thus a risk management review could not be conducted. The purpose of this literature review was to compare the subtotal and total tonsillectomy surgeries to evaluate post-operative hemorrhage and pain rates in pediatric patients. This journal article reports a 10-year study involving 608 patients receiving tonsillar surgeries by one surgeon. During the article it was documented that three patients experienced grade c post-operative bleeding which required an additional procedure in the or. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The post-operative medication, ibuprofen that was given every four to six hours to all patients, cannot be ruled out as a contributing factor. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. Therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.